Event description:
The foreign distributor ((B)(6)) reported a leakage issue with the mps disposable delivery set from one of their customers. The hospital reported a leakage originating at the connection between the arrest and additive cassettes and the heat exchanger. The customer reported the leak was found when the cardioplegic solution was introduced at the beginning and did persisted through the procedure. It was reported that the disposable set was used for the entire procedure with no impact to the patient. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). The device history record for the applicable lot was reviewed and there were no devices rejected similar to the reported complaint condition. The root cause could not be determined as the alleged complaint condition could not be duplicated. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.